Event description:
Boston scientific received information that during a prolonged device upgrade procedure, this right ventricular defibrillation displayed impedance measurements less than 200 ohms and an increase in threshold measurements. An attempt to remove the lead was unsuccessful. The lead was abandoned surgically and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.